Event description:
It was reported that a slow flashing occurs with the wand when interrogating the patient's generator. It was reported that the slow flashing does not occur with other vns patient's that the physician uses the wand on. It is unknown if the flashing occurs while still being able to interrogate the patient's generator or if the patient's generator is unable to be interrogated. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.